Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller states a patient tested 348 mg/dl on the compact plus system, and 121 mg/dl on a professional meter within 10 minutes. Both tests were obtained via earlobe. No actions taken based on device results. No adverse event reported. Requested return of suspect device.